Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org) keeps falling off of the network, they will reboot the unit and it will come back for less and less time, the last time it didn't even stay on the network long enough for them to get back to the central nurse's station (cns) from the it closet. No patient harm was reported. Investigation conclusion: the org-9110a was returned and evaluated. Physical inspection showed no damage, and extended burn-in testing with multiple power cycles could not reproduce the reported communication loss. Network-related causes were identified as the most likely contributor, as the issue could not be duplicated under controlled testing and no hardware malfunction was confirmed. The root cause could not be determined. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1: 10/09/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back,with some of the additional device information. Central nurse's station: model: ni. Sn: ni. Telemetry transmitter: model: zm-531pa. Sn: (B)(6). Telemetry transmitter: model: zm-531pa. Sn: (B)(6). Telemetry transmitter: model: zm-531pa. Sn: (B)(6). Telemetry transmitter: model: zm-531pa. Sn: (B)(6). Telemetry transmitter: model: zm-531pa. Sn: (B)(6). Telemetry transmitter: model: zm-531pa. Sn: (B)(6). Telemetry transmitter: model: zm-531pa. Sn: (B)(6). Telemetry transmitter: model: zm-531pa. Sn: (B)(6). Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) keeps falling off of the network, they will reboot the unit and it will come back for less and less time, the last time it didn't even stay on the network long enough for them to get back to the central nurse's station (cns) from the it closet. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) keeps falling off of the network, they will reboot the unit and it will come back for less and less time, the last time it didn't even stay on the network long enough for them to get back to the central nurse's station (cns) from the it closet. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org) keeps falling off of the network, they will reboot the unit and it will come back for less and less time, the last time it didn't even stay on the network long enough for them to get back to the central nurse's station (cns) from the it closet. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1 10/09/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back,with some of the additional device information. Central nurse's station model: ni sn: ni telemetry transmitter model: zm-531pa sn: (B)(6) telemetry transmitter model: zm-531pa sn: (B)(6) telemetry transmitter model: zm-531pa sn: (B)(6) telemetry transmitter model: zm-531pa sn: (B)(6) telemetry transmitter model: zm-531pa sn: (B)(6) telemetry transmitter model: zm-531pa sn: (B)(6) telemetry transmitter model: zm-531pa sn: (B)(6) telemetry transmitter model: zm-531pa sn: (B)(6)